Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose due to a bent cannula. The customer stated they were hospitalized for the incident. The customer's blood glucose reached 484 mg/dl, prompting the hospitalization. Customer stated they were treated with two manual injections by the hospital to lower their blood glucose. It was also found the customer received a max bolus exceeded message on the insulin pump. The customer stated they were unable to deliver a bolus to treat their blood glucose, leading to the hospitalization. The customer declined to return the insulin pump for analysis.